Event description:
It was reported that cartridge was damaged at fill rod and issue occurred three times on same day. Customer¿s blood glucose level rose to 438 mg/dl due to issue. Customer delivered correction dose through pump, did not require help from others, and changed cartridge from reported lot number to resume insulin therapy successfully, and no additional information was received regarding further outcome of event.